Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that an instrument had intermittent tracking. The site registered the patient and everything was working normally, then they began to run into trouble with tracking their instruments. They moved the emitter and checked for metal, but could not get rid of the red status flickering while tracking. The site continued the case with intermittent tracking. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Representative noticed that the staff were positioning the emitter incorrectly and intermittently connecting the instrument trackers improperly. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.